Manufacturer narrative:
On 5/28/2019, mentor became aware that the patient was caucasian, has a date of birth of (B)(6) 1973 and was 40 years old at the time of the reported event. Mentor also became aware that the patient also suffered left side deflation and underwent bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, breast pain, breast mass, lymphadenopathy. (B)(4).

Event description:
It was reported (via FDA mw5085341) that a female patient, of unknown age at the time of event, who underwent breast augmentation revision with a 350cc mentor memorygel breast implant on the right and a 400cc mentor memorygel breast implant on the left, suffered several unexplained systemic symptoms, including insomnia, widespread pain, widespread tendinitis, fatigue, dizziness, brain fog, arm numbness, anxiety, stuttering, breast pain and lumps, swollen lymph nodes, cold sensitivity, muscle weakness, dark circles/ bags under eyes, hair loss, sensitive skin like sunburn, migraines, frequent headaches, ibs, bloating, food and environmental sensitivities, vitamin and mineral deficiency, candida overgrowth, memory loss, difficulty concentrating/feels like I'm on drugs, dry skin, depression/mood swings, hypothyroidism, and low blood pressure. The patient also added that they take exceptional care of themselves, exercise regularly, eat very healthy, never drink, do not smoke, but the symptoms have wreaked havoc in their life and they are getting worse by the day and was unable to work full time and had spend thousand of dollars trying to get help for all the ailments over the years. The patient will undergo implant explantation in 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.